Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during priming. The customer's blood glucose reading was 162 mg/dl at the time of incident. The customer was advised to prime the device but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir but the reservoir was expired. Troubleshooting advised customer to monitor the pump closely and to change the set and reservoir as soon as possible. Customer was advised to call back if necessary.